Event description:
This report summarizes malfunction reports of defective intraocular lenses (iol) . The reported patient ages range from unknown to 69 years. There were 2 male patients, 1 female patient and 8 unknown gender.

Manufacturer narrative:
(B)(4). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Updated findings report: there was one case with a device returned. There were ten cases with no device returned. There were ten cases with method codes of device not returned (4114). There was one case of method code of testing of actual/suspected device (10). There were ten cases of method code of analysis of production records (3331). There were ten cases of results code of no findings available (3221). There was one case of results code of operational problem identified (114). There were eleven cases of conclusion code of cause not established (4315). The manufacturer internal reference number is: (B)(4).